Event description:
Malfunction: none. Symptoms/ae: neurological event - etiology unknown. Time of symptoms: thirteen days post procedure. It was reported that approximately 13 days post an uneventful left internal carotid artery (lica) stenting procedure, the patient had complaints of weakness, impaired speech (slow but clear) and difficulty ambulating. Sixteen days post procedure, the patient was admitted to the hospital. The etiology of the symptoms remain unclear as the patient has alzheimer's with dementia and presented to the hospital with hypercalcemia. A head CT was negative and an MRI showed only mild chronic small vessel ischemic changes. Twenty six days post procedure, the symptoms and the hypercalcemia resolved and the patient was discharged back to the nursing facility she came from. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Neurological complication is a known possible adverse event associated with the use of carotid stents as stated in the xact instructions for use. No device malfunction was reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.